Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt) storm which resulted in 27 appropriate shocks. Additionally, the patient underwent an ablation, and it was noted that morphology was affected. This s-ICD remains in service. No additional adverse patient effects were reported. Information subsequently received indicated that the patient developed post-traumatic stress disorder (ptsd) as a result of the 27 appropriate shocks.